Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there wasn't an infection. The pump was nonfunctional and the patient was having pain where it was implanted so they decided to remove the pump. The issue was resolved. The pump was removed in (B)(6) 2018. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-nov-21. It was reported that regarding the statement "the pump was nonfunctional," the patient was no longer using the pump.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump had to be removed due to infections. No further patient complications have been reported as a result of this event.